Event description:
Exeter intramedullary plug broke on insertion into the femoral canal. The surgeon was able to retrieve part of it. Surgeon used another plug in its place.

Manufacturer narrative:
The evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding intraoperative fracture involving an exeter bone plug was reported. The event was confirmed. A material analysis has been performed. The plug broke in an off-axis overload conditions. Markings on the plug indicated that the incorrect insertion tool was likely used during insertion. No material or manufacturing defects were observed on the examined device. No medical records were provided. There were no reported discrepancies for the referenced lot. There were no other events for the reported lot. The investigation concluded that device fracture was caused by user misuse as markings on the returned device indicate that it was not used with the proper accessory.

Event description:
Exeter intramedullary plug broke on insertion into the femoral canal. The surgeon was able to retrieve part of it. Surgeon used another plug in its place.